Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The customer stated that after obtaining discordant results, quality controls (qc) were run, resulting out-of-range. After evaluation of the instrument and instrument data, the cse replaced and aligned a bent reagent probe 1. Qc and calibrations were run, resulting within range. The cause of the discordant, falsely low ptn and valp results was a bent reagent probe 1. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low phenytoin (ptn) and valproic acid (valp) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument after service, resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ptn and valp results.